Event description:
A malfunction alarm was reported, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was informed to continue using the pump unless the malfunction code recurred, which the customer understood and acknowledged.